Event description:
Customer reported via phone, the insulin pump had alarmed several time no delivery during bolus and prime. The alarm was resolved with a complete set change. Customer's blood glucose was 430 mg/dl. Self-test was performed on the device and it passed. Customer called back and stated the issues reoccurred again. Troubleshooting was performed. Customer was advised to clear the alarm, disconnect and reconnect tubing and reservoir, and insulin did exit. Fixed prime failed. Customer is not returning the reservoir to perform further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.